Event description:
Same event as manufacturer #: 6000093-2007-02349. It was reported that during a percutaneous coronary interventional procedure, a balloon rupture and dissection occurred. The lesion being treated was a 90% stenotic and in an extremely calcified and moderately tortuous proximal left anterior descending (lad) coronary artery. A mach1 fl3.5 guide catheter was used to engage the left main trunk (lmt). Another manufacturer's guide wire and the 2.25x20mm maverick monorail balloon were advanced across the lesion. The balloon ruptured on the first inflation at 8 atms and a dissection was noted. The physician used another manufacturer's balloon in an attempt to treat the dissection without success. The physician then advanced another manufacturer's stent; however, was unable to cross the lesion. A second guide wire was advanced in an attempt to deliver the stent; however, this was also unsuccessful. The physician deep seated the guide catheter; however, the stent delivery system (sds) was still unable to cross the lesion. It was then noted that there was a dissection of the lmt. The physician was uncertain if the lmt dissection was related to the dissection in the proximal lad, "deep engaging" of the mach1 guide catheter, or the advancement of the sds. The pt was transferred to another hospital with the sheath, guide catheter, and guide wire still engaged. The pt underwent a coronary artery bypass graft (CABG). The procedure was completed successfully and the pt recovered.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. Should further relevant information become available, a supplemental medwatch will be filed.